Event description:
This rv lead was implanted on (B)(6) 2018 and was connected to a temporary pacer for a patient who had an entire system extracted due to infection. The physician was dr. (B)(6) at (B)(6) madison in (B)(6), wi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).